Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a whipple procedure, the blade became locked while the device was applied to tissue. The surgeon removed the instrument from tissue manually with no tissue damage or pt injury. The surgeon opened another instrument and successfully completed the procedure. The device was returned for evaluation with the knife blade exposed.